Manufacturer narrative:
Concomitant products: product ID: 37791, product type: recharger. Product ID: 37751, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain, chronic low back pain, radicular pain syndrome (radiculopathies). It was reported that the patient was unable to charge their implantable neurostimulator and that their implantable neurological stimulator recharger was not working since (B)(6) 2016. The patient was getting the reposition antenna screen on the implantable neurological stimulator recharger. The patient was able to communicate with another external device and an antenna locate did not resolve the issue. The last time that the patient had a successful recharge was about a week prior to the report. The patient reported that her muscle spasms and pain in back and everywhere had returned on (B)(6) 2016 when her recharger stopped working. There was a report of a damaged recharging antenna. The patient was sent a new recharging antenna; however that did not solve the recharging issues. The patient programmer was communicating with the implantable neurostimulator, but it was showing a warning screen indicating that the implantable neurostimulator charge level was low and that stimulation had stopped. The implantable neurostimulator "only had been dead since friday" ((B)(6) 2016). Additional information has been requested regarding actions/interventions taken to resolve the recharging issues and patient outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer's representative (rep) reported the implantable neurostimulator (ins) was overdischarged. It was unknown what actions/interventions were taken to resolve the dead ins, no stimulation, and return of pain. After the consumer had the recharger replaced the difficulty with recharging was resolved.